Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Over filled per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned

Event description:
It was reported that the insulin gauge was intermittently inaccurate. Reportedly, customer loaded cold insulin, overfilled and was not removing air from the cartridge. Tandem technical support educated the customer that this is off label. A new cartridge was loaded to resolve the issue. There was no reported adverse impact to the customer¿s blood glucose level.